Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device noted the serial number on the device is aar74973. No label was returned with the device. Functional evaluation of the device did not reveal any malfunction. The complaint was not confirmed. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the positive lot release inspection procedure, found multiple checks in place to verify the device markings, including serial number, match those on the label and DHR.

Event description:
It was reported that the serial number of the camera head did not match with the one on the label ((B)(4)). No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.